Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was bent when implanted into the patient's left eye. The lens was removed and a second lens was implanted successfully. The incision was enlarged but no sutures were required. The patient's current prognosis is good.

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. The exact root cause of the reported event cannot be conclusively determined. However, it is possible user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.